Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing @ 31,168 joules of use. The case was completed using an alternate procedure (turp). Patient outcome:" no injury to the patient".

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap and metal cap are detached; the fiber and glass cap are broken proximal to fusion zone; the distal end of the glass cap was not returned; the metal cap was returned; the metal cap exhibits severe char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Manufacturer narrative:
Result: removing code fracture problem.

Manufacturer narrative:
(B)(4).